Event description:
An authorized service provider (asp) contacted ventec to report that the device was providing an alarm indicating very low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report (B)(4). Section b5, describe event or problem, of the initial medwatch report stated: an authorized third-party service provider (asp) contacted ventec to report that the device was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event. Section b5, describe event or problem, of the initial medwatch report should have stated: an authorized service provider (asp) contacted ventec to report that the device was providing an alarm indicating very low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event. New information for supplemental medwatch report (B)(4). H6: the device was evaluated by ventec where the reported issue of it alarming due to very low fio2 (fraction of inspired oxygen) readings was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.